Event description:
It was reported that it was difficult to get the line free of air with a clear link extension set. The customer stated it was difficult to get the air bubbles out of the tubing. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The occurrence date was unknown. The sample was not returned for evaluation and the lot number is not known, therefore the reported condition could not be verified and the cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.